Manufacturer narrative:
The reported event was confirmed. A broken piece of blade was stuck in the handpiece and could not be removed. The blade mount assembly was replaced and normal function was restored to the handpiece before being returned to the customer.

Event description:
The system 5 sagittal saw was returned to stryker instruments for service, and during failure analysis it was noted that a piece of blade was stuck in the head. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Event description:
The system 5 sagittal saw was returned to stryker instruments for service, and during failure analysis it was noted that a piece of blade was stuck in the head. There was no patient involvement and no adverse consequences associated with the device.